Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 and (B)(6) 2024, the patient reported that the infusion set cannula was kinked, within 3 hours of insertion. The insertion site was at abdomen. The patient took correction bolus via pump to address high blood glucose. He replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 2.